Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that in the ICU, after 48 hours of infusing levophed 8mg/20ml, the bag was being switched out on the day shift and the spike broke in the bag. The patient had an additional 5-10 minutes of low blood pressure.

Event description:
The customer reported that in the ICU, after 48 hours of infusing levophed 8mg/20ml, the bag was being switched out on the day shift and the spike broke in the bag. The patient had an additional 5-10 minutes of low blood pressure.